Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Physician reported left side ¿capsular contraction¿, baker grade is unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction¿, baker grade is unknown.

Event description:
Physician reported, left side ¿capsular contraction¿, baker grade is unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, b3, b5, h6.

Event description:
Physician reported left side ¿capsular contraction¿, baker grade IV. Device has been explanted and replaced.